Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another refrigerator that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had not been working. The field service engineer (fse) reported that the refrigerator display screen was replaced because it had not powered up after multiple reboot attempts. After the replacement and reboot, the refrigerator successfully displayed the temperature, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.